Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 270400, batch no.: 1033724. It was reported by the facility representative that the liquid that came out was orange. Per response email: details as follows: ref no¿270400, batch no---1033724. No we don¿t have the affected one. 15th september. On activating the solution by squeezing the arms the solution came out orange in colour.

Event description:
Material no.: 270400, batch no.: 1033724. It was reported by the facility representative that the liquid that came out was orange. Per response email: details as follows: 1. Ref no¿270400, batch no---1033724. 2. No we don¿t have the affected one. 3. (B)(6) . 4. On activating the solution by squeezing the arms the solution came out orange in colour. Per email: when the wings of a 3ml applicator were squeezed the liquid that came out was orange. Another applicator from the same box was tested and appeared fine. We have put the whole box of applicators aside until we hear from you.

Manufacturer narrative:
No sample or photo was received from the customer for analysis; therefore, the failure mode could not be confirmed, nor the root cause could be determined.no non-conformance was noted during the manufacturing of this lot per batch record review. The retain samples inspection resulted in seventy five (75) conforming samples, no pledget, no orange pledget, no orange stains on foam or lidding, no orange stains inside barrel. All retain samples are conforming and no mix product is noted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative section.